Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the catheter broke during removal and a portion remained in the patient. According to the report, the neurosurgery consult indicated to leave the catheter to not affect the impact to the patient. Reportedly, the catheter fractured after the needle was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.